Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm with an "open book" icon. It was reported that display screen was flashing black and white while continuing to alarm. It was reported that issue continued to occur even after battery change. Customer's blood glucose was 16 mmol/l. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with a constant flashing white light on the display due to vertical cracked lcd controller. Unable to verify critical insulin pump error and perform the functional testing, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label missing and minor scratched lcd window.